Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that during a lead revision the set screw from the implant seemed tilted. The caller realigned it and it appeared to be torqued, but the impedances were still out of range. The caller stated the lead was not secured in the implant even with the screw torqued. The caller used a new implant. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the event did not result in any impact to the patient and/or user. No further information was reported.